Manufacturer narrative:
This report was initially submitted following notification from a customer in india regarding potential overestimated patient result when testing three (3) patient¿s sample with vidas® estradiol ii 60 tests (ref. 30431, lot 1010844220, expiry date: 25-jul-2025) compared to another method (clia beckman coulter). A biomérieux internal investigation has been completed with the following results: 1. Complaint analysis the complaint analysis did not reveal this issue as a systemic quality issue. 2. Analysis and tests conducted by complaints laboratory 2.1 material provided by the customer no samples were provided by the customer. 2.2 control chart analysis this analysis was carried out: - on four (4) internal samples with a target distributed between 268 and 2105 pg/ml. The selection of internal samples was done with concentrations close to the ones observed by the customer. - on seven (7) batches of vidas estradiol ii (ref. 30431, including the lot 1010844220 mentioned by the customer. The analysis of the control charts showed that all results are within specifications and the lot 1010844220 is in the trend compared to the other lots. 2.3 test performed on internal samples the complaints laboratory tested four (4) internal samples with a target close to the values mentioned by the customer (268 pg/ml; 724 pg/ml; 1479 pg/ml and 2105 pg/ml) on vidas® estradiol ii 60 tests (ref. 30431, lot 1010844220) (retained kit of the customer¿s lot). The results complied with the specifications, and the results were not significantly different compared to those observed before the batch release. No evolution over time was observed of these samples¿ activity. 3. Conclusion according to all information above, no anomaly was highlighted with the control chart analysis, and the complaints laboratory did not reproduce the issue reported by the customer (overestimated results) when testing internal samples on vidas® estradiol ii 60 tests (ref. 30431, lot 1010844220). Unfortunately, it was not possible to receive samples from the customer for testing purpose, and it was not possible to have any information about the clinical context, treatment of the patient nor the preanalytical handling of the sample. Therefore, the investigation cannot be pursued further. It is important, when interpreting estradiol results, to consider the information regarding the therapeutic treatment especially if it is based on estrogen substances, as it may be possible that remaining traces of exogeneous estradiol and/or its metabolites are detected on the vidas® estradiol ii 60 tests (ref. (B)(4)) assay. The influence of possible additional factors such as tubes used, specific clinical history of the patients (e.g auto immune diseases, taking extra medication, dietary supplement) cannot be excluded. Additionally, as mentioned in the package insert: ¿in cases of estrogen therapy, and particularly that of hormone replacement therapy (menopause), overestimated results may be obtained. Interpretation of test results should be made taking into consideration the patient's history, and the results of any other tests performed.¿ "interference may be encountered with certain sera containing antibodies directed against reagent components. For this reason, assay results should be interpreted taking into consideration the patient¿s history, and the results of any other tests performed" according to the above data, the performance of the vidas® estradiol ii 60 tests (ref. 30431, lot 1010844220) is conform to the expected specifications.

Event description:
Product description: vidas® estradiol ii (e2ii) is an automated quantitative test for use on the vidas® family of instruments for the quantitative measurement of total 17 -estradiol in human serum or plasma (lithium heparin), using the elfa technique (enzyme linked fluorescent assay). The vidas® e2 ii assay is intended for use as an aid in the diagnosis and treatment of various hormonal sexual disorders and in assessing placental function in complicated pregnancy. Issue description: on (B)(6) 2025, a customer from india notified biomérieux of obtaining potential overestimated patient results when using vidas® estradiol ii 60 tests (ref. 30431, lot: 1010844220, expiry date: 25-jul-2025) compared to another method (clia - beckman coulter access 2 hormone assay). The customer uses a vidas® kube instrument (serial no. (B)(6). On (B)(6) 2025, the customer tested the three (3) female patients' samples with vidas® estradiol ii 60 tests (ref. 30431, lot: 1010844220). The calibration was performed on (B)(6)2025 and was valid. The following results were obtained: patient 1: 1746.33 pg/ml. Patient 2: >3000.00 pg/ml. Patient 3: 1176.79 pg/ml. The customer cross checked the results in another laboratory because the gynecologist suspected overestimated results. The customer obtained normal results with the other laboratory method (clia - beckman coulter access 2 hormone assay). At the time of this assessment, the customer reported that there was no harm to the patient or incorrect treatment, nor delay due to the issue. For patient 2, it should be noted that it is mentioned in the IFU: samples with estradiol concentrations greater than 3,000 pg/ml must be retested after manual dilution 1/2 in a specimen collected from a male patient. The customer did not specify if they performed retesting or not. At this time, the customer did not want to provide more information related to the case. A biomérieux internal investigation will be initiated. Note: reference 30431 is not registered in the united states. The u.s. Similar device is product reference 30431-01.

Manufacturer narrative:
In alignment with the most recent FDA guidance, ¿medical device reporting for manufacturers, issued november 8, 2016¿, biomérieux is submitting this notification to FDA to inform the agency of the decision to cease reporting specific vidas® malfunction events after two years of no occurrences associated with death or serious injury. For the specific combinations of product and malfunction type, customer complaints were reviewed over a two year period starting from the date of awareness of the most recent event that was classified as a serious injury or death. For the following malfunction types, this review identified no additional occurrences of being associated with death or serious injury for two years. Product code: chp. Reference: (B)(4). Malfunction: overestimated result for vidas estradiol ii. Date of awareness for serious injury/death: 12jan2023. Final initial MDR submitted: 8020790-2025-00008. Cease reporting decision MDR: 8020790-2025-00001-02. With the completion of our MDR data analysis, we have updated our MDR criteria for vidas product code chp and will no longer report these malfunction events since they have not caused or contributed to a death or serious injury in the past two years. Moving forward, if biomérieux becomes aware of a death or serious injury event for the product code chp we will report that event to the FDA per the FDA MDR guidance and will update our MDR criteria to require reporting the specific associated malfunction as required by this guidance.